Event description:
It was reported that upon interrogation, the atrial lead warning was noted, and there was high impedance. Follow-up that was obtained indicated that an x-ray was done and revealed no anomalies with the lead. The lead remains in use. The device associated with the lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.